Manufacturer narrative:
(B)(4) h6 suggested component code: mechanical (g04) - head. Attempts have been made to gather all product identification information, and no further information has been provided. H3: the device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. The sales rep was inquiring about implant identification on the cup and stem. The revision has not taken place. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b1; h2; h6; h10. Attempts have been made to gather all product identification information, and no further information has been provided. Review of the x-rays identified the following: polyethylene liner wear of the left hip arthroplasty, proximal femoral osteolysis. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.